Event description:
The 2nd staff member develops headaches and was told to take tylenol. Staff member reports no previous allergies.

Event description:
It was reported that three staff members are suffering allergic type reactions that complainant believed could be attributed to cidex opa. Follow-up investigations revealed that the reactions were most likely the result of exposure to cidex plus, a gluteraldehyde solution. One staff member has itching and hives. The physician told staff member an airbone allergen is causing symptoms. Individual also has latex allergies and wears nitrile gloves. Staff member was instructed to take claritan daily. All three staff members claim they experience reactions "when they walk into the room" where both solutions are used. The symptoms become progressively worst throughout the 8-12 hour day. The symptoms recede on weekends when they are not working. The facility head of engineering reports the ventilation system in the room is working appropriately.

Event description:
The 3rd staff member claims staff member developed asthma during use of the product. Staff member has been treated by a pulmonologist and uses inhalers.